Manufacturer narrative:
Correction: product not available for eval. Since the product was not returned, co unable to confirm or conclusively determine the cause of the reported complaint. The mfg records for the product could not be reviewed as no lot number was availble.

Event description:
Product was implanted at umc (baptist medical center) in jackson, mississippi on 7/7/95 in 2-3 day old premature infant and revised on 8/20/96. Pt was admitted for shunt revision after fourth day of increased lethargy. Pt had high pressure csf and leakage around old shunt tubing. CT showed migrational abnormality.